Event description:
It was reported that occlusion alarms occurred. System check was started by tandem technical support, however, the customer declined to complete the check. Customer reverted to an alternate method of insulin delivery. Customers blood glucose was 300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.